Event description:
A previous adverse event report was submitted for different lots back in 2021 and again a second in 2022 for other lots, and now a third report for 2 more lots. Total impacted lots around 35 since initially reported. Additional lots have been reported that are bleeding and staining sterilized equipment as of 2/22/23 and FDA 3500 form has been submitted. Manufacturer 3m, product ref: 1243. Affected lot#s to add to this report: lot # ex11205, lot # eg11205.